Manufacturer narrative:
Due to safe harbor deidentification rules with the registry data owner (accf), data in the event date field is limited to the year only. January 1 of the given year was used to capture this.

Event description:
Agent pas registry it was reported that the patient experienced an intra/post procedure event of cardiogenic shock. The following event, based on data from the agent pas registry, is being reported as a possible duplicate of an event that was already known to bsc and reported as an MDR when the event occurred. Bsc reports the events in compliance to 21 cfr 803.3. Because agent pas registry data is de-identified before being transmitted to bsc, there are significant limitations to bsc's ability to correlate the data to information previously reported to bsc. Initial reporter is not provided due to the terms of the agent pas registry.